Event description:
It was reported that during pre-case planning for a transcatheter aortic valve implant procedure, there was discussion between using both a 26 millimeter (mm) transcatheter aortic valve and a 29 mm transcatheter aortic valve. Ultimately, it was decided to use a 29 mm transcatheter aortic valve, as the patient's sinus of valsalva (sov) was sufficiently large. The valve was then inserted into the patient and deployed. During the first deployment attempt, the valve dislodged towards the patient's left ventricle with the delivery catheter system (dcs) still attached. Subsequently, the valve was recaptured. After this first deployment attempt, 5 more deployment attempts were made with the recurrent result of valve dislodgement towards the left ventricle. During the subsequent deployment attempts, various methods to avoid valve dislodgement were attempted such as starting deployment from node 4, pacing at a higher ra te, and guidewire manipulation. On the seventh deployment attempt, the valve was implanted but it was positioned deeper than intended. The patient was hemodynamically stable, so an echocardiogram was obtained which revealed a possible dissection. Further examination then confirmed a type a dissection. The patient's blood pressure remained stable, so the patient was returned to their room. Pericardial drainage was then performed later that night, within the same day of the procedure. The patient's condition has been stable since. Additional information was received that after repeated dislodgements, the valve was placed at a position where apposition could be achieved. Abdominal aortic curvature and sinotubular junction (stj) calcification were contributing factors to the injury. Five days following the valve implant procedure, a cerebral infarction occurred.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-case planning for a transcatheter aortic valve implant procedure, there was discussion between using both a 26 millimeter (mm) transcatheter aortic valve and a 29 mm transcatheter aortic valve. Ultimately, it was decided to use a 29 mm transcatheter aortic valve, as the patient's sinus of valsalva (sov) was sufficiently large. The valve was then inserted into the patient and deployed. During the first deployment attempt, the valve dislodged towards the patient's left ventricle with the delivery catheter system (dcs) still attached. Subsequently, the valve was recaptured. After this first deployment attempt, 5 more deployment attempts were made with the recurrent result of valve dislodgement towards the left ventricle. During the subsequent deployment attempts, various methods to avoid valve dislodgement were attempted such as starting deployment from node 4, pacing at a higher rate, and guidewire manipulation. On the seventh deployment attempt, the valve was implanted but it was positioned deeper than intended. The patient was hemodynamically stable, so an echocardiogram was obtained which revealed a possible dissection. Further examination then confirmed a type a dissection. The patient's blood pressure remained stable, so the patient was returned to their room. Pericardial drainage was then performed later that night, within the same day of the procedure. The patient's condition has been stable since.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6) ubd: 30-may-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.